Manufacturer narrative:
Product complaint # pc-(B)(4). Dmf# - 13704. Trade name (B)(6). Active ingredient(s) (B)(6). Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Interface separation- cement to implant. When the patient underwent the surgery of tka on left, smartset gmv cement was used during the surgery and it took more than 15 mins for solidification. After surgery when examination by x ray, surgeon found that the interface between cement and tibia prosthesis was separated and not combined. Till now the hospital has not determined if a second surgery will be performed or not.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: device associated with this report was not received for examination. All available x-rays were reviewed and found insufficient information to confirm any issue. The overall complaint could not be confirmed due to the results of the retained sample test found no issue with the product batch. There is no indication that a design or manufacturing issue has caused the reported complaint condition. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the DHR has confirmed that there were no process issues documented. That could contribute to the event described.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there was no surgical delay.